Event description:
It was reported that during a coronary stent procedure involving a 90% stenotic lesion, the physician was unable to cross the lesion. Upon removal, the edge of the stent appeared to be flared. No pt injuries or complications were reported.